Manufacturer narrative:
(B)(4). The reported product is an unknown baxter healthcare minicap. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The peritonitis was manifested by cloudy effluent. The patient was hospitalized. The cause of the event was unknown and treatment for the event was not reported. Peritoneal dialysis therapy was ongoing. The patient was recovered from the peritonitis, was doing well, and was reported to have had no further infection since this reported event. No additional information is available.